Event description:
The patient would fully recharge the implantable neurostimulator battery. `awhile' later the battery would be low again. The programmer or recharger displayed a screen with 3 tear drops on it while recharging. Programmer and recharger functionality was discussed with the patient. The device problem continued afterward. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.